Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer performed a system check and confirmed that the occlusion was not site related. The customer changed the cartridge, infusion tubing and site. The customer's blood glucose (bg) level was over 400 mg/dl and an insulin injection was used to address the bg level. The customer decided to use manual injections to manage diabetes and would be discussing infusion set and site options with the healthcare provider.